Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken into hospital due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2018. The customer¿s blood glucose level was over 600 mg/dl. At the time of incidence. Customer¿s current blood glucose level was 315 mg/dl. Customer experienced vomiting like symptoms. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.